Event description:
A report was received that the patient underwent an explant procedure for an unknown reason. No further information could be obtained.

Manufacturer narrative:
Model number/catalog number: sc-8120-50. Serial number: (B)(4). Batch/lot number: 163989a. Model/catalog description: artisan surgical ld 50cm 16 contact lead. A review of the manufacturing documentation for the devices revealed that no anomalies or deviations potentially related to the event occurred during manufacturing.

Manufacturer narrative:
The exact date of the event is unknown. The provided event date (B)(6) 2016 was chosen as a best estimate based on the date that the manufacturer became aware of the event.

Event description:
A report was received that the patient underwent an explant procedure for an unknown reason.